Event description:
It was reported that the patient was transported via ambulance to the emergency room on (B)(6) 2026 and was subsequently admitted to the hospital and intensive care unit with diabetic ketoacidosis (dka). During this event, the patient¿s blood glucose levels reportedly reached as high as 673 mg/dl while wearing the pod for over 48 hours. The patient alleged that the pod was not delivering insulin, which led to elevated glucose levels, and reported symptoms of hyperglycemia. The patient also noted ¿puffiness¿ at the pod site upon removal. During hospitalization, the patient reportedly experienced complications including kidney failure and low blood pressure. Treatment included intravenous fluids and multiple humalog insulin injections, along with diagnostic and monitoring procedures such as urine tests, an EKG, a chest x-ray, and close clinical monitoring. The patient was discharged on (B)(6) 2026, after a four-day hospitalization.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.